Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change out, the right atrial lead was stuck inside the header of the pulse generator. The lead was damaged upon being pulled from the header. The lead was capped and replaced.